Manufacturer narrative:
No code: reflux. The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 12-dec-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
A report was received stating, "I currently have a typical jejunostomy tube. It is permanent and is held in place by an external drain fix dressing. I am frustrated with the loose tube as I am an active person and would like one that is fixed. However, I used to have a gj tube but the tube kept recoiling back into my stomach, causing reflux and more aspiration pneumonias - hence the direct j-tube now." No additional information was provided.